Event description:
Procedure: unk. Reportedly, some metal fragments came off the device and fell into the pt cavity. The fragments were removed with some difficulty. Add'l info rec'd on 05/10/2007 stated surgery time was extended beyond 30 mins due to the reported problem.

Manufacturer narrative:
This incident was released based on add'l info rec'd on 05/10/2007 and determined to be MDR reportable as a serious injury.